Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found, no nc¿s associated with this product#: 136532310, lot#: 9718005 combination. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the depuy nonconformance (nc) quality system, found no nc¿s associated with this product#: 136532310, lot#: 9718005 combination.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary ==> litigation complaint received ad 11 mar 2024. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed that a disassociation occurred between the acetabular liner and the cup. The femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. Based on the observations it is reasonable to conclude that the audible sound can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 9718005 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +1 would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 9718005 and no non-conformances or manufacturing irregularities were identified. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 9718005 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6) 2021: patient underwent a right total hip replacement. (B)(6) 2023: patient underwent a right hip revision due to pain, feeling of shifting, and grinding/crepitus. X-rays showed anterior subluxation of the femoral head. Intra-op the polyethylene had disassociated from the shell and head was abrading on the anterior aspect of the acetabular shell. Post-op note also indicated the polyethylene liner was broken. The cup, liner and femoral head were revised. Doi: (B)(6), 2021; dor: (B)(6), 2023; affected site: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: g1 (manufacturer site country code). Corrected: h6 (medical device problem code - removed pec implant dislocation). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.